Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 59 months ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient presented with back pain and CT imaging revealed the stent graft had migrated 5cm distal to the lowest renal artery with a type I endoleak present. The aneurysm measured 12 cm in diameter, the aortic neck measured 25 mm in diameter and 5 mm in length. The decision was made to build the device up with a 28 mm aneurx cuff, a 28 mm endurant cuff, and a 32 mm endurant cuff right below the sma. Additionally a "snorkel" procedure in the renal arteries was performed. At the end of the procedure there was still evidence of a type I endoleak. The patient tolerated the procedure and will continue to be monitored by the physician. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (stent migration, endoleak), patient's condition affected effectiveness of device (short aortic neck), incorrect technique/procedure (stent graft implanted in a patient with a short aortic neck), device failure/lack of effectiveness related to patient condition (short aortic neck), operational context contributed to event (stent graft implanted in a patient with a short aortic neck).